Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Following coolsculpting treatments to unspecified area(s) with unknown applicator(s), possible paradoxical hyperplasia was reported to allergan aesthetics. It was reported to allergan aesthetics that two coolsculpting treatments occurred with the second treatment occurring approximately three months after the first treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper, mid and lower abdomen, and flanks on 16-feb. And 2-jun. Of 2021 using the cooladvantage+ coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a a4 a6 b3 b5 d1 d4 g1 h6. Continued a6 - race: white.